Manufacturer narrative:
G2 report source (other): corrected.

Event description:
It was reported that a stent fracture occurred. The 2.25 x 8 mm synergy xd drug-eluting stent was inserted in the coronary artery. Angiography revealed a fracture at one end of the stent so the device was retrieved. The procedure was completed using an alternate device. There were no patient complications. It was further reported that the stent struts were damaged while advancing and not fractured. It was noticed under angiography that the stent struts were deformed so the stent was immediately retrieved. The target lesion was mildly calcified and non-tortuous. The procedure was completed with another stent.

Event description:
It was reported that a stent fracture occurred. The 2.25 x 8 mm synergy xd drug-eluting stent was inserted in the coronary artery. Angiography revealed a fracture at one end of the stent so the device was retrieved. The procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.